Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The device investigation did not reveal any malfunction with the sensor as it performed as expected. However, the review of data management system (dms) logs revealed multiple no sensor detected alerts. The sensor must have got suspended due to performance failure. However, the problem could not be duplicated during investigation.

Event description:
On 08 january 2020, senseonics was made aware of an instance where patient experienced no sensor detected alert leading to sensor removal and replacement.